Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, o2 gas module was identified as defective. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The review of received device's logs confirms occurrence of the following test failures: internal leakage test, pressure transducer test, flow transducer test, gas supply test and patient circuit test. Our conclusion is that the o2 gas module was the cause of the failure. However, the root cause to why the part failed has not been established as the defective part was not returned for investigation.

Manufacturer narrative:
**Device related data quality updates on ly** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).